Event description:
The reporter did back to back (rapid succession) blood glucose tests, using the same finger stick. Results were 89 and 179 mg/dl. Pt did not have any symptoms. A control solution test was in range, 126 (93-139). The rptr checks the test strip confirmation dot for enough blood when testing. Technique of blood sample application is accurate. No harm was alleged.